Event description:
During the maintenance phase of the ivtm therapy, the thermogard xp ivtm system generated an "air trap warning" alarm, and the user noticed only 50cc of saline left in the 500cc saline bag. In addition, the user observed saline all over the floor and in the air trap holder, indicating a potential start-up kit (suk) air trap leak. The dwell time of the suk was 12 hours. The customer could not clear the air trap alarm at the treatment time. Therefore, the suk was replaced, and the therapy was completed using another thermogard system. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the hospital biomed resolved the issue by cleaning and drying the air trap holder. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.